Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, placement difficulty was encountered and the helix would not extend normally. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.